Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds along the embolization coil. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement which creates resistance, and then the device is forcefully advanced. During the functional test, resistance was encountered while advancing the coil out of its introducer sheath due to the offset coil winds. After manipulating the coil within its introducer sheath against resistance, the coil was able to be advanced out. The smart coil was then attempted to be advance through a demonstration microcatheter and was unsuccessful due to the offset coil winds. Further evaluation revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and likely occurred due to the forceful advancement against resistance. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a left side paraophthalmic aneurysm using a penumbra smart coil. During the procedure, a smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new coil. There was no report of an adverse effect to the patient.